Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to an infection. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to an infection. No additional adverse patient effects were reported.